Event description:
It was reported that during a coronary stent procedure, the physician experienced deflation difficulties. An attempt was made to deflate the balloon with a syringe, the shaft was cut to assist with deflation, and the guide wire was used in an attempt to rupture the balloon. After these unsuccessful attempts were made to delfate the balloon, the balloon was finally removed inflated. Patient status is listed as "okay".